Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device could not be interrogated with a programmer. Technical support was contacted and suggested different interrogation tactics to resolve the event. The patient has not been in to reattempt interrogation and will continue to be monitored. The patient was stable with no consequences.